Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 381444, batch no.: 9190471. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the needle broke off in the patient's arm during injection. The nurse was able to retrieve the needle there was no harm to the patient. The following information was provided by the initial reporter: I need to report a product failure on one of your product a insyte autoguard needle the needle broke off in the patients arm the nurse was able to retrieve the needle there was no harm to the patient the catalog number of the product is ref 381444 the lot number is 9190471 I do have the defected product please advise.

Event description:
Material no.: 381444 batch no.: 9190471. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the needle broke off in the patient's arm during injection. The nurse was able to retrieve the needle there was no harm to the patient. The following information was provided by the initial reporter: I need to report a product failure on one of your product a insyte autoguard needle the needle broke off in the patients arm the nurse was able to retrieve the needle there was no harm to the patient the catalog number of the product is ref 381444 the lot number is 9190471 I do have the defected product please advise

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10